Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that physician was having trouble with the programming system communicating with generators. The company representative confirmed the communication issues. It was confirmed that the handheld was not plugged in, the wand battery was of adequate power, the cable connections were secure, and there was no emi present. The issue was not able to be isolated to a single component as each component independently with a known working system worked. The wand, handheld and flashcard were returned to the manufacturer for evaluation. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. During testing it was identified that the serial cable with the handheld was unable to establish communication using the returned handheld and a known good wand. The cause for the communication difficulties is associated with a broken wire connection on the serial cable transceiver pcb. Once the wire was soldered back onto the pcb, the serial cable was able to establish communication between the hhd and wand. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.

Manufacturer narrative:
The initial report did not report that a review of the manufacturing records for the handheld was done. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.